Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced the connector separating resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: the hcp aspirated 8ml of keytruda with a syringe and attempted to inject it into the saline bottle, and then noticed that the silicone component of the l connector was separated, which resulted in leakage of saline.

Manufacturer narrative:
Investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2202201, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. CAPA 5331907 has been initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced the connector separating resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: the hcp aspirated 8ml of keytruda with a syringe and attempted to inject it into the saline bottle, and then noticed that the silicone component of the l connector was separated, which resulted in leakage of saline.